Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Customer states the device turns on in service mode with stuck keys. There was no pt involvement.